Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) got hot while charging and she could smell an electrical burning smell. The patient also states that the charging cable appears to be stuck inside the controller.

Manufacturer narrative:
In the case description, the user mentioned the controller producing a burning electrical smell while charging and the charging cable being stuck in the charging port. Visual inspection of the returned device found no damages that would indicate thermal exposure. No damages were observed in or around the charging port of the controller. The charging cable and charging adapter were not returned with the controller. No evidence of the charging cable being stuck in the charging port was observed. Inspection of the android log files downloaded from the device found no evidence of the device getting hot or overheating. The log files showed that the battery temperature did not exceed the upper limit of 40 degrees c. The controller was plugged in and allowed to charge in an attempt to replicate the burning smell. The controller was allowed to charge for 1 hour and no burning smells were produced by the controller during this time. No abnormal heat was felt on the controller during charging and the charging cable did not get stuck in the charging port. No evidence of the reported thermal event was found. The system was found to function as intended. Correction to d(4): lot number changed from unavailable to h000489. Sequence number changed from unavailable to (B)(4). Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/7/2022.